Event description:
Main body deployment down to the contralateral stump. Ready to deploy the top cap, so push and turn the grey and pull the black back, but the top cap would not release. Very stiff, grey didn't turn both ways only 1, could pull the black release back but nothing happened. Took out the lunderquest stiff wire (against my fc advise), but then performed bail out, cut and pulled the green sheath back, top cap release, main body still in place continued with the case and everything else went to plan and end result good. Patient outcome: "no patient related issues. Patient well, procedure continued as normal and good outcome."

Event description:
Main body deployment down to the contralateral stump. Ready to deploy the top cap, so push and turn the grey and pull the black back, but the top cap would not release. Very stiff, grey didn't turn both ways only 1, could pull the black release back but nothing happened. Took out the lunderquest stiff wire (against my fc advise), but then performed bail out, cut and pulled the green sheath back, top cap release, main body still in place continued with the case and everything else went to plan and end result good.main body deployment down to the contralateral stump. Ready to deploy the top cap, so push and turn the grey and pull the black back, but the top cap would not release. Very stiff, grey didn't turn both ways only 1, could pull the black release back but nothing happened. Took out the lunderquest stiff wire (against my fc advise), but then performed bail out, cut and pulled the green sheath back, top cap release, main body still in place continued with the case and everything else went to plan and end result good. Patient outcome - "no patient related issues. Patient well, procedure continued as normal and good outcome."